Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 or more hours after insertion on (B)(6) 2024. The insertion site of the infusion set was at thigh. Furthermore, the customer confirmed that she regularly rotated the site location. The patient tested positive for small ketones. The patient received correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
E1: patient country: (B)(6)